Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during the knee arthroplasty the articular surface did not lock into the tibial base plate. Another articular surface was opened to finish the procedure.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A summary of the investigation has been sent to the complainant.